Event description:
(B)(4) study. Same patient as MDR ID# 265-2013-00752 and 2134265-2013-00753. It was reported that during a coronary stenting treatment procedure, vessel occlusion occurred. In (B)(6) 2012, the subject presented with silent ischemia and was referred for cardiac catheterization which revealed a 100% stenosed, totally occluded, de novo long lesion located in the proximal left anterior descending artery (lad) artery extending to mid lad. The lesion was 30 mm long with a reference vessel diameter of 2.5 mm and treated with pre-dilatation and the placement of a 2.50 mm x 20 mm (B)(4) study stent and a 2.75 mm x 16 mm (B)(4) study stent with 0% residual stenosis. Post deployment of the 2.50 mm x 20 mm (B)(4) study stent, there was an occlusion of small diagonal branch. An attempt was made to rewire this diagonal branch but was unsuccessful due to the very small vessel diameter. The subject was discharged on aspirin and prasugrel the following day.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).